Event description:
The customer reported that the jaws became stuck as the knife blade deployed. It is unk how the device jaws were opened, but it is known that the device was not cut out from pt tissue. There was no pt injury.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(4) 2013. The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.